Event description:
During a remote follow-up, a decrease in the pacing impedance was observed on the left ventricular (lv) lead. No intervention has been performed at this time. The patient was stable and will continue to be monitored.